Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA. The failure was found during visual controls. It was reported that the flow bubble sensor (a portion of the tube retainer) was found broken. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint # (B)(4).